Event description:
A customer contacted physio-control to report that their device unexpectedly lost power during intervention on a patient. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A review of the downloaded electronic device records was performed and it was verified that on 6/13/2021 device lost power 5 times, there was inappropriate battery switching, and battery 2 was intermittently being recognized, indicating a potential incorrectly installed or defective battery. A cause of the reported issue could not be determined.

Event description:
A customer contacted physio-control to report that their device unexpectedly lost power during intervention on a patient. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A review of the downloaded electronic device records was performed and it was verified that on (B)(6) 2021 device lost power 5 times, there was inappropriate battery switching, and battery 2 was intermittently being recognized, indicating a potential incorrectly installed or defective battery. A cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.   Though physio-control requested some patient information, physio will not request any information which can identify, directly or indirectly, a person to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. A third-party service agent performed an initial evaluation of the customer¿s device and was not able to verify the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device unexpectedly lost power during intervention on a patient. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.